Event description:
No additional information received.

Manufacturer narrative:
Investigation summary: no sample or photo of the assembly fixture was available. Product undergoes 100% inspection prior to release, including verifying the functionality of the vial holders. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we cannot identify a root cause related to the assembly fixture or our process at this time.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer reported as follows: the bottom of a glass vial of one of our products, vectibix for intravenous infusion, has broken and spilled when a phaseal protector is attached to the vial using our phaseal assembly fixture. This has occurred in several cases. Customer would like to exchange information and opinions in order to prevent the occurrence of this problem, and would appreciate it if you could introduce us to a sales representative who is familiar with the operation and technical information of the appropriate equipment.